Event description:
Patient had a tension-free-obturator tape sling for incontinence, anterior elevate mesh system for anterior repair, posterior elevate mesh system for rectocele repair, posterior elevate mesh system for vaginal vault suspension. Patient followed instructions of attending physician for recovery and care after surgery. However, about a year after procedure patient started to get pain in lower pelvic area and pain with intercourse. She informed her physician who checked to make sure she was using the estragen cream and she was. Patient was not satisfied with her care and desired a second opinion. So she came to see me and on exam she had some mesh that had eroded into the vaginal wall. Reason for use: incontinence, vaginal prolapse.